Event description:
It was reported that an unknown elastomeric pump underinfused. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 6, 2015 ¿ january 7, 2015. One actual unit was received for evaluation. Visual inspection on the unit revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed on the unit and the flow rates were found to be within the specification range. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.